Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the etching on the battery oscillator handpiece device was worn out and illegible. It was further observed that the housing was damaged, the marking was wrong on the dial and the washer of the clamping screw was loose. The event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device lot number was documented as 101081 in the initial report. The device lot number has been updated as 101408. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the etching was worn out and illegible. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty production. If additional information should become available, a supplemental medwatch report will be sent accordingly.